Manufacturer narrative:
It was reported that a patient underwent a ventricular tachycardia procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and the catheter was deflecting correctly, however, the irrigation test failed. Failure analysis was performed and the catheter was dissected on the tip area, the irrigation tubing was found occluded with dried saline solution, however, no damage was observed on the tubing. Due to this condition, the force feature was unable to test. No force errors were observed during the carto test. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the occlusion cannot be determined, it could be related to the procedure since there is evidence that the device was manufactured in accordance with documented specification and procedures and no damage was observed on the irrigation tubing. (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: smartablate generator (model# unknown lot# unknown). Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. At the end of the procedure, the physician noticed a ¿pop¿ and the patient felt discomfort. This caused a perforation of the right ventricular outflow tract. After the steam pop, pericardiocentesis was performed and 300 ml of fluid was extracted. The patient then stabilized and the blood pressure returned to normal. The patient was then transferred and stayed in the intensive care unit, duration of stay is unknown. The patient¿s condition has since improved. It is unknown if a transseptal puncture was performed. The average force of the application was approximately 30 grams. The temperature and impedance values were within normal limits with a noted temperature of 24°c and impedance of 145 ohms. Generator parameters were normal. There is no information regarding generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. The smart touch catheter was not in close proximity to another catheter. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. The carto® 3 system did not indicate to re-zero the catheter. Visitag parameters were 2 mm and 3 seconds. An additional filter was used with visitag of 3 grams 50% of the time. In addition, impedance options were used.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).